Event description:
It was reported that "dr pence was bending a vitallium 4.5mm rod with the in situ benders from the xia ped 4.5 instrument set. The right in situ bender broke at the distal tip on the straight end. He then rotated the bender and used the curved end. Did not effect outcome."

Manufacturer narrative:
Device investigation is ongoing. Any additional information obtained will be submitted in a supplemental report.